Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to noise and a record of high rate non-sustained episodes in the arrhythmia episode. In addition, an alert was triggered for the right ventricular (rv) lead due to noise, high rate non-sustained episodes, and high sensing integrity counter (sic). The ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.